Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent "an additional surgery for repair recurrent hernia after the ventralex st failed and to remove the ventralex st." The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex st hernia patch, reference number 5950008, lot number huwc0958 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery for repair recurrent hernia after the ventralex st allegedly failed and to remove the ventralex st. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex st hernia patch, reference number (B)(4), lot number huwc0958 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery for repair recurrent hernia after the ventralex st allegedly failed and to remove the ventralex st. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st mesh. Per operative notes, ¿the umbilical defect was identified and measured. The preperitoneal fat was reduced and a medium ventralex st mesh was placed within the defect and sutured.¿ on (B)(6) 2016 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent laparoscopic repair with the explant of ventralex st mesh. Per operative notes, ¿omentum adherent to the anterior abdominal wall was divided. All the adhesions were taken down. Grasper was placed to the prosthesis and sharply excised. Then, a synthetic mesh soaked in ancef solution was rolled along its heavy coated side, positioned and sutured.¿ attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent "an additional surgery for repair recurrent hernia after the ventralex st failed and to remove the ventralex st." The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 2 months post implant of ventralex st, patient was diagnosed with adhesions, abdominal pain, material deformation, fibrosis, necrosis, inflammation and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions and inflammation as possible complications. Updated fields. Corrected field: h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.